Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4). The device has been received at baxter, but the evaluation has not yet been completed. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.

Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition was confirmed. The assignable cause was insufficient bonding. The leakage came from the connection of the blue winged cap and the luer body. A batch review was performed. A nonconformance report was documented for this lot, but the issue was not foreseeable to contribute to the reported condition.

Event description:
The facility representative contacted baxter to report an intermate that had a leak through the distal end luer cap. The event occurred before use. The leaked occurred once the device was filled with lebobupivacaine. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. This is report 2 of 2 received with the same reported problem on the same lot number from this facility.